Event description:
An endovascular stent with delivery system was successfully advanced to the target lesion site in the pt right common iliac artery. Upon balloon catheter inflation, it was reported that the balloon ruptured at 4 atmospheres of pressure. In response, the balloon catheter was withdrawn from the pt without complication and another balloon catheter was used to fully expand and successfully deploy the stent at the intended target lesion site. There were no add'l complications reported relative to this event.